Event description:
It was reported that the customer was hospitalized for lbgs. The customer stated that the cause for the event was unknown, but their bgs were fluctuating high and low. The programming and histories were accurate. In addition, the customer had a difficult time finding the indicator mark on the leadscrew. Therefore, the customer was instructed to revert to a back up plan per md protocol and was told that a replacement will be sent.